Manufacturer narrative:
A ts representative discussed that because the device is no longer responding to magnet application, it is believed that the battery may be depleted. The ts representative agreed that the crt-d should be explanted and suggested that the patient should be hospitalized for monitoring before the revision can be performed. A revision was performed and this device was explanted and will be returned for laboratory analysis. No other adverse patient effects were reported in association with the surgical procedure. Once analysis is completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the crt-d was thoroughly analyzed. Initial analysis confirmed that the device had no telemetry and a memory download could not be performed. An x-ray of the device was completed and no irregularities were identified. The device case was opened in order for the internal components to be assessed. Detailed analysis determined the inability to interrogate this device was due to an internal short within the transformer which resulted in damage throughout the internal circuitry.

Event description:
The device was returned.

Event description:
Boston scientific received information that during a normal patient follow up, this cardiac resynchronization therapy defibrillator (crt-d) was able to be interrogated with radiofrequency (rf) telemetry and right ventricular (rv) lead measurements were able to be performed. When an auto capacitor reformation was performed, test took much longer than expected (over 40 seconds) and it was aborted using the programmer. Once this was performed, the rf connection was lost. Telemetry was attempted again using a wand but the connection could not be re-established. A different programmer was used but interrogation was still unsuccessful. A magnet was applied to the crt-d, no beeping sounds were emitted. No adverse patient effects were reported. The physician suspected that the device malfunctioned and would no longer provide therapy. An explant procedure was scheduled and boston scientific technical services (ts) was contacted for technical assistance.